Manufacturer narrative:
(B)(4). Attempts have been made and additional information on the reported event is unavailable at this time. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03625, 0001822565-2018-03628.

Event description:
It was reported that the patient was experiencing aseptic loosening post total knee arthroplasty and underwent a first stage knee revision due to infection approximately four years post implantation. It was noted that the polyethylene bearing showed signs of wear and pitting. No additional information is available.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827-2019-00097.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827-2019-00097.   If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.